Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, two heartstring iii devices failed to load. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the products in question as they were discarded.

Manufacturer narrative:
Since the devices are not available to be returned to us, technical evals cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).